Event description:
The customer reported that there were no visible drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support assisted the customer in completing the load process and resuming insulin delivery, instructing them to fill the tubing with a total of 30 units of insulin to resolve the issue.